Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint: (B)(4), during post operative check, patient experienced loss or failure of implant to integrate. Implant was removed. Bone graft and sutures were placed.